Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had audio or beep anomaly. Customer's blood glucose value was 185 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer stated that they did hear beeps when audio volume settings were saved. The customer stated that they did not hear the differences between the two audio beep volume 1 and volume 5. The customer was advised to revert to back up plan. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the self test and the displacement test. The audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms, or pump error 63 alarms noted during testing. No pump error 63 alarms were found in the downloaded history files. (B)(4).